Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient received a perceval pvs21 as part of an avr. The manufacturer was notified that the valve was implanted and explanted on the same day no further information was received.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208 , s/n #(B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The manufacturer has followed up several times and has not been able to retrieve any additional follow-up information. Because there is no further information available regarding the reported event and the device is not available for analysis the manufacturer is unable to perform any further investigations. The review of the DHR confirmed the device was function properly at the time of manufacture and release, however, at this time the root cause of the reported intra-operative failure to implant cannot be determined at this time. Fields changed: b4, g4, g7, h2, h6.